Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 225cc saline prosthesis, catalog #3501630, serial # (B)(4), lot #2067983. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate profile 225cc saline prostheses. On (B)(6) 2018 bilateral spontaneous deflation was confirmed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-06216 for contralateral prosthesis report)

Manufacturer narrative:
Additional information was received on 10/29/2018. The devices were explanted without replacement. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5661868, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).